Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Rec reference number: (B)(4). Further to previous annual progress reports I would like to share with you an important finding from our trial. As you are aware we have been reviewing recruited participants who had a hip fracture treated with a corail/cathcart hemiarthroplasty (half a hip replacement with an uncemented titanium femoral stem and a large diameter metal head that then articulates with the patients¿ own socket). As per our study protocol, we have been measuring their blood metal ion (cobalt andchromium) levels which are surrogate markers of the wear that is taking place within the prosthesis. This was our primary outcome at one and two years. It has come to our attention that a number of participants (5/60) have metal ion levels that are above mhra guidelines noted at their first blood test. An additional 5/55 were then noted to have metal ion levels above mhra guidelines at the second blood test (18%). We have followed up those patients with investigations including clinical assessments, and for two patients who were overtly symptomatic a CT scan has shown abnormal soft tissue reactions around the hip. One participant has required revision surgery. We have to date recruited (B)(6) participants, with (B)(6) having completed the trial and the lastcurrently recruited participant is expected to complete the trial by (B)(6) 2018.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.